Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07081. It was reported the pt wanted the scs system removed because she did not like the sensation provided by the stimulation. The pt was offered reprogramming but declined the option. The pt was to contact a physician regarding removing the system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.